Event description:
The customer reported to medela customer service that her pump in style breast pump had a low suction issue. Her doctor diagnosed her with a mastitis infection and prescribed her antibiotics. She has finished a full course of antibiotics and her mastitis infection has been resolved.

Manufacturer narrative:
Medela customer service troubleshot the customer's low suction issue over the phone in which the customer removed the faceplate, checked/wiped the diaphragm, and reset the faceplate. She tested the breast pump and stated the low suction issue was resolved. No further action was necessary. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Manufacturer narrative:
At the time of the initial medwatch filing, the product was not received and evaluated. The product was received 6/1/2015. A product evaluation on 7/29/2015 confirmed the customer reported issue of low suction due to residue on valves and membrane. The instruction manual provided with the breast pump explains the importance of cleaning kit components after each pump session in order to prevent low suction levels. The technician also observed a damaged breast shield and residue in tubing. (B)(4).